Event description:
It was reported that the wire was broken when it was removed and the part of wave wire was left in the heart. There was no delay of the operation. Pt was released from the hosp. No other info was provided.